Manufacturer narrative:
(B)(4). The device has been received. Investigation is not yet complete a follow-up will be submitted upon completion of device analysis.

Event description:
Registered nurse contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, when attempting to upload the data from the receiver to studio, the receiver shows no data. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction; however, a review of the downloaded receiver log confirmed the reported event that the receiver was not showing data when uploaded to dexcom studio. A root cause could not be determined.